Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from a cobas 8000 e 602 module and tested the sample on an architect analyzer. The serial number of the cobas 8000 e 602 module and the specific date of testing was requested but was not provided. The sample was submitted for investigation and was tested on another cobas 8000 e 602 module analyzer and a cobas e 411 immunoassay analyzer. Of the data, the results for elecsys tsh assay and elecsys ft3 iii were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the tsh assay. Information concerning if the erroneous results were reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. A specific root cause could not be determined. As no sample material remained, further investigation was not possible. From the information provided, a general reagent issue was not suspected.